Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause for the monitor not powering up was due to a defective u29 supervisory chip. U29 handles the switching between external battery power from the battery packs to internal battery power from the integrated lithium ion battery. The u29 component also handles the system reset. The root cause of the u29 component failure cannot be determined, but was likely random component failure. This is a very rare event. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.

Event description:
A male patient contacted lifecor customer support to report that he felt buzzing on his back, but when he looked at the display, the monitor was blank. He tried to change the battery pack and the monitor was still blank. Support sent the patient a replacement monitor.